Manufacturer narrative:
Concomitant medical products- model: 310c29, tissue valve; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced a fall and had broken their hip and left clavicle. A implantable pulse generator (ipg) interrogation indicated that a lead alert had also triggered the same date as the fall. Non-capture of the right atrial (ra) and right ventricular (rv) lead was seen on the monitor. Reprogramming was completed. A lead fracture of both the ra lead an rv lead was confirmed and it is suspected the fall may have caused/contributed to the lead fractures. Both leads were inactivated and a new single chamber ipg and new rv lead were implanted on the right side and the old device was programmed to ovo mode. No patient complications have been reported as a result of this event.